Event description:
It was reported that the pt had his generator replaced and following surgery, high impedance was found. Diagnostics were not performed intraoperatively. Pt then had full revision to address the high impedance. Product has been returned to MFR, but analysis is pending. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.